Event description:
Additional information was received from a manufacturer representative (rep). It was reported that for the past 3 months the patient has been unable to recharge their implant. Caller stated the patient is in excruciating pain. Caller added that they tried using their own recharger with the patient's equipment but it did not work. Caller stated the patient's controller would not work with a loaner recharger either. Caller stated they were only able to start charging the patient when using the rep's equipment. Caller demanded everything be replaced. A replacement controller, battery pack, and recharger were sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). The caller states the pt's boat was struck by lightning twice and since then the ins will not hold a charge, the pt is not getting relief. Caller states this occurred sometime in the past few weeks, likely sometime in august. Agent advised that the pt can call pats so live evaluation over the phone can occur and physician listings can be provided. Caller to have pt call patient services (pats) tomorrow. Caller does not believe pt is being managed by anyone currently. On (B) (6) 2024 patient repeated previously documented information - lawsuit accident occurred at work and they could no longer charge their ins. Patient was inquiring if a different doctor could see them where they live now, or if they had to to go to their original hcp; agent reviewed information.